Event description:
In (B)(6) 2013 it was discovered through an incident with my small bowel being damaged the mesh implanted from a hernia surgery was stuck to my intestine. During that surgery the mesh could not be completely removed without causing other problems. So the mesh was left with three large holes in my abdomen until I could no longer bear the smell and the constant changing of the wounds being cared for on a daily basis by nurses who specifically came to change dressings. I went to my doctor and asked if we could please fix this problem with this mesh being removed from my abdomen completely.. The procedure that would have to be performed I was told was very complicated. I was told a ventral hernia repair with right component separation, application of strattice mesh, vertical panniculectomy, removal of infected hernial mesh. In this procedure they had to cut 1/8 of my intestine to completely remove the mesh from my intestine; and also my whole abdominal wall was repaired and I lost my belly button.